Manufacturer narrative:
Citation: soluble st2 for risk stratification and the prediction of mortality in patients undergoing transcatheter aortic valve impl antation. Am j cardiol. 2017 sep 15;120(6):986-993. Doi: 10.1016/j.amjcard.2017.06.033. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding soluble st2 in the prediction of mortality in patients undergoing transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2009 and 2014. The study population included 461 patients (predominantly male; mean age 81 years), 5 of which were implanted with medtronic evolutr (serial numbers not provided). Among all patients adverse events included: stroke, myocardial infarction, major vascular complications, permanent pacemaker implant, paravalvular leak (pvl) and aortic regurgitation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.